Event description:
The pt called lifescan and alleged the surestep enhanced meter was displaying error 1 and hi intermittently. No medical attention was received or action taken by the pt following attempted use of the meter. The customer care representative performed troubleshooting and strip comparison to the confirmation dot showed at reading that appeared to be over 350 mg/dl, during the phone call the pt received hi and error 1. Though the pt may have had a high reading resulting in hi, the error 1 message could not be resolved therefore there is indication the product malfunctioned. The pt was informed of the meaning of hi. The pt was sent control solution and test strips.